Event description:
Customer reportedly received result of 315 mg/dl on the advantage system and 147 mg/dl on a professional's meter within 10 minutes. No high blood symptoms reported. The discrepant results were obtained at the physician's office. Controls were run and out of range. No adverse event reported. Requested return of suspect device and replacement was sent.